Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm checked the iabp's error logs recent alarms on that date include "gas loss in iabp circuit". Log files revealed two faults on the date of the incident fault # 2 & # 55. The stm performed calibration of unit and ran on simulator for over one hour on battery power without incident. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use in a patient the cardiosave intra-aortic balloon pump (iabp) is shutting down on its own. There was no harm or injury to patient and no adverse event was reported.